Event description:
It was reported that the customer's blood glucose level was running high. Her blood glucose level was 408 mg/dl. She had leg surgery. She had an issue with determining the angle to insert the infusion set. The customer received a failed battery test. It took several hours before the cannula was set and delivering insulin. She noticed an air bubble in the reservoir. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.